Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a motor position encoder error alarm on the insulin pump. Customer stated that she was driving after giving a bolus and then she received the motor position encoder error alarm. Customer reported that the drive support cap is sticking out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The drive support disk was inspected and no anomaly was noted. We were unable to verify alarm and performed displacement test due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.